Event description:
A 54-yr-old female pt reports having a intrauterine device inserted in the 1980's. States she had repeated infections that were treated with antibiotics. Device was removed within 1 yr of insertion. Pt had a hysterectomy in 1987 for fibroid tumor.